Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right ventricular (rv) lead had undefined pacing impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) triggered due to increased sensing integrity counter (sic) and high rate non-sustained episodes. Noise was noted. The lead was reprogrammed and the lia triggered again several days later. Detections were programmed off and the lead is scheduled to be capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Data correction. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead had triggered alerts for high pacing impedance and high thresholds. The lead had fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.